Manufacturer narrative:
In response to FDA report number: mw5090041. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency "pain in left breast." Patient also reported via regulatory agency "chronic fatigue, vertigo, and plenty of other health issues"; these are not device related. The device was explanted. This record is for the left side.